Manufacturer narrative:
On (b)6) 2023, the customer reported a questionable gluc3 glucose hk gen.3 result from the analyzer. The initial result was not reported outside of the laboratory. The initial result was 21.5 mg/dl. The repeat result was 113.7 mg/dl. The reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer determined a defect cell rinse tube and gear pump. After replacing the cell rinse tube and the gear pump the field service engineer confirmed the analyzer was running back within specifications. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with the ua (uric acid ver.2) assay on a cobas 8000 c702 module. The customer provided an example of one patient sample with discrepant ua results: the sample initially resulted in a ua value of 0 mg/dl and repeated as 1.5 mg/dl. It was asked but it is unclear if a questionable result was reported outside of the laboratory. The reagent lot was 713794 with an expiration date of 29-feb-2024.